Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, there was a lack of energy in the firing of the endocutter. The product was replaced and used without any inconvenience. The doctor commented that the battery of the instrument was exhausted and that he could not open the jaws through the process of reversing the blade by means of a reverse button. He requested another to replace the battery, but he could not open the instrument, so he performed the manual opening using the lever that disables the instrument from continuing with the procedure. He used the replacement and was able to finish optimally. There was no delay to procedure, there was no other intervention required, there was no patient consequence, and there was no change to the post-operative care of the patient.